Event description:
It was reported that there was a failed spring test. There was no patient involvement.

Manufacturer narrative:
Additional information added to a1, d10, g4, h3, h6, h10 a review of the complaint history record was performed for the sn which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 07/27/2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was a failed spring test. There was no patient involvement.